Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, stent damage occurred. The 75% stenosed lesion was located in mildly calcified and moderately tortuous distal right coronary artery (rca). The lesion length was about 18mm, the vessel diameter was about 2.7mm and a significant bend under 45. The lesion was pre-dilated with a 2.25mm non-bsc balloon catheter at 6 to 8 atms for 20 sec from distal to proximal several times. A 2.50x20mm promus element stent delivery system (sds) was advanced but would not cross. When the sds was removed, it was noted that the distal stent was damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 60's. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).